Event description:
It was reported that in the ICU 48 hours after placing the catheter in the patient's right internal jugular, a leak from the insertion site was found. It was noted that when fluids were administered through the distal lumen no leak was present, however, when using the proximal lumen leakage was found. As a result, the catheter was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). The device will not be returned.